Event description:
Received information stating that customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level. Reportedly, the customer acknowledged he insulin may have been a little cold.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.